Event description:
The pt was implanted with a left ventricular assist device. The bio-medical engineer reported that the pt experienced 2 red heart alarms and 1 pump stop event. The vad coordinator reported that there was an unusual alarm that was resolved when wiggling and unkinking the driveline.

Manufacturer narrative:
The pt remains ongoing with the implanted device. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.